Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported insulation anomaly was confirmed in the laboratory. The lead was returned in two parts measuring 12.1cm from the proximal part and 54cm from the distal part. Analysis found inside-out abrasion under the shock coil and the inner coil was exposed. Visual inspection also noted insulation abrasions between 10.5cm - 13.5cm and at 37.5cm from the lead tip on distal part. It is believed that this damage caused the reported noise anomaly.

Event description:
Patient showed inappropriate episodes due to noise on the rv lead channel. X-ray revealed the outer lead insulation was split behind the coil. The lead was explanted.